Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at a third party service center, a leak in the oxygen blending module manifold was observed. The device's oxygen blending module manifold assembly was replaced to address the issue.